Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch area (lbba) lead was observed to be slightly buckled and a small section of the insulation appeared kinked, which was confirmed via visual examination. The lbba lead was not used and was replaced on (B)(6) 2026. The patient remained in stable condition.